Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range shock impedance measurements. Technical services (ts) was consulted and reviewed stored data. Ts discussed how the shock impedance value could be expected to decrease shortly after implant, so the value may be transient. This s-ICD remains in service. No adverse patient effects were reported.